Event description:
On 6/7/94, a 38-yr-old male pt had a pedicle screw implanted. On 2/21/95 the screw was found to be broken and was removed by an orthopedic surgeon. The procedure performed during removal was a revision of a back infusion.